Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09jul2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported broken nut from (central processing unit) cpu tray cover and thumbwheel. It is unknown if the unit was in clinical use at the time the reported issue was discovered.